Event description:
It was reported that on (B)(6) 2007 patient presented with right c6 foraminal stenosis, status post previous c5-c6 anterior cervical discectomy and fusion. Per the physician¿s notes, patient presents ¿with continued right upper extremity radicular symptoms following c5-6 anterior cervical discectomy and arthrodesis with significant residual foraminal stenosis on the postoperative MRI.¿ patient underwent right c6 posterior hemilaminectomy/foraminotomy with decompression of right c6 nerve root using local autograft and lateral mass screw fixation. On (B)(6) 2007 patient presented with possible hardware malposition with residual right c6 foraminal stenosis. Per the physician¿s notes, the patient ¿underwent an anterior cervical discectomy and fusion about a month or so ago with residual right c6 foraminal impingement and ongoing right arm discomfort, who failed further conservative therapy including injections, who presents for a re-do foraminotomy posteriorly with a re-enforcement instrumentation and fusion at the same time. Postoperatively, he developed new severe, right-sided trapezius pain that was thought to possibly be due to a right c5 lateral mast screw that was projecting into the joint. It did not appear to be touching the nerve root but it did stimulate slightly low on the intraoperative neurophysiologic testing in the previous case and it was the only possible reason I could figure out that could be causing his ongoing symptoms except for possible residual foraminal stenosis. The patient now presents for removal of the right-sided screws with a re-do foraminotomy and injection of epidural steroids.¿ the patient underwent epidural steroid injection, re-exploration of posterior cervical wound with removal of right-sided c5-6 posterior nonsegmental fixation with re-do fusion using bmp. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient presented with following preoperative diagnosis: possible hardware malposition with residual right c6 foraminal stenosis. The patient underwent the following procedures: 1). Re-exploration of posterior cervical wound with removal of right sided c5-6 posterior nonsegmental (lateral mast screw) fixation with re-do fusion using bone morphogenic protein with the use of intraoperative microscopy. 2) injection of epidural stenosis steroids 3) injection of subcutaneous and intramuscular local anesthesia. Per-op notes: the epidural space was infiltrated with solu -medrol and the bone mass on the left and the far lateral mass area on the right was reinforced with bone morphogenic protein. The subcutaneous and intramuscular tissue were infiltrated with local anesthesia.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.